Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the computer of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer for the imaging system has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, the imaging system would not complete initialization. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The manufacturer received the part (system computer) back from the site for further analysis. Functional and performance testing were conducted along with visual and a usability inspection. Testing confirmed the reported complaint and found that the software needed to reinstalled as the previous version on the computer had been corrupted. System was functional following install. No further action required.